Event description:
Consumer reported on the (B)(4) public database that his humidifier caught on fire. He was able to put out the flame. It melted a large hole in the carpet and itself. There was not a report of injury with this incident.

Manufacturer narrative:
Consumer reported this incident on the (B)(4) public database and did not provide any contact information. We have been unable to verify if the consumer has tried to contact our company.